Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver procedure, the stapler was fired on vessel, it didn't stay closed and patient was bleeding. They clamped the bleeding and the patient underwent another surgery on the weekend.